Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. On the same day as onset, the patient was hospitalized for the event. On the same day as being admitted to the hospital, the patient was discharged. Six days after onset, the patient began treatment for the peritonitis with ceftazidime, 1 gm, intraperitoneally for eighteen days. It was reported that the patient lives 100 miles from the clinical and that a culture will be performed on the patient¿s next visit. On an unreported date, the patient and the patient¿s caregiver were retrained on proper aseptic technique for performing pd therapy. At the time of this report, the antibiotic treatment was ongoing, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.